Event description:
A site reported that during a routine control of the stock, it was discovered that the sealing seam of one of the safesheath sealing adapters was open. There was no report of injury.

Manufacturer narrative:
Narrative: the product was returned to the mfg site for investigation. Within the sample provided, some of the pouches were found to be open, or the seals were found to be below the lower specs limit. Investigation revealed that the sealing bar of the sealer was operating below the set point on the sealer's control unit. A recall of the affected product has been initiated and was reported to FDA per 21 cfr part 806 on (B)(4), 2010.